Event description:
It was reported that this right atrial (ra) lead suffered a dislodgement more than a decade ago. The physician decided to leave it as it is, since the patient wasn't in need of it. Later on, the lead was surgically abandoned due to chronic issue of failure to capture and sense appropriately. Another lead was successfully placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead suffered a dislodgement more than a decade ago. The physician decided to leave it as it is, since the patient wasn't in need of it. Later on, the lead was surgically abandoned due to chronic issue of failure to capture and sense appropriately. Another lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was filled to correct bsc aware date and report date due in the report details section.